Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered difficulty placing the right ventricular (rv) lead due to the patient anatomy. It was noted that the patient had a difficult anatomy due to a double mastectomy and radiation. The vein took very sharp turns and it was felt that the lead was damaged with visible high voltage coil separation. A second lead was attempted and it too was damaged during the implant attempt due to the tortuous anatomy. The second lead was removed and eventually a third lead was placed. No patient complications have been reported as a result of this event.